Event description:
Customer reported via phone call that they were hospitalized due to low blood glucose readings. The blood glucose reading was 28 mg/dl at the time of incident.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.